Manufacturer narrative:
(B)(4). Date sent: 7/25/2016. Batch # n91731. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 clips as intended. In addition the device locked out as intended. During functional testing no malformed clips were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2016.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed at the distal end and not closing all the way down. The clips were not scissored. There was no bleeding but the doctor had to pull the clip off of the duct. The procedure was completed with the second device with no patient consequences reported.